Manufacturer narrative:
Evaluation summary: the analysis showed that the instrument was received with the anvil in the closed position as the anvil crimp was noted to be insufficient. It was also noted that the articulation gear teeth were broken. A cartridge was received loaded in the instrument, the cartridge was received unfired and with the spring cartridge lockout normal. The anvil was manually placed and the instrument was tested for functionality. The instrument fired, cut and formed all the staples as intended. In addition, the instrument was disassembled to verify the condition of the internal components and no anomalies were found.

Event description:
It was reported that during an unk procedure, the jaw and main body of the device broke at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.